Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1556200500, 510k #k131321 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone a surgery at t6-s2ai due to lumbar degenerative kyphosis. Screws and rods were implanted during this surgery. On an unknown date, post-op, rod breakage occurred. Hence, patient underwent a revision surgery, in which rod connection and reinforcement was performed.

Manufacturer narrative:
X-ray image review result: ap and lateral image was provided for long segment thoraco-lumbar pelvic fixation. Multiple interbody grafts are present. The rods are fractured on both sides at the same level. This is a transition zone in the upper lumbar spine. The overall rod contour is flat. Fusion status is unknown. Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Currently, there have been no patient complications reported in particular.